Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An signal loss issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy s20 with android operating system version 11 application version 2.13.1.11396. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer experienced hypoglycemia and sweating, requiring self-treatment by consuming a cake. There was no report of death or permanent impairment associated with this event.